Event description:
Nellcor puritan bennett received a call from representative user facility on 12/13/1999, who called to report the following problem: ventilator alarmed and shut down. Caregiver heard alarm, silenced alarm, but could not remember what it alarmed for.